Manufacturer narrative:
There has been no response to ams requests for additional information at this time.

Event description:
A miniarc sling was implanted in (B)(6) of 2011. Reportedly, the patient has concerns she may be experiencing an allergic response to the implanted mesh. Details of patient symptoms regarding allergic reaction to the mesh are not available at this time.